Event description:
Patient had complaints of pelvic pain and bloating since the coils were inserted a little over a year ago. The physician removed both fallopian tubes; the right tube contained the essure coil, while the left tube did not. After surgery was complete, a CT scan showed the coil was embedded in the myometrium. The patient was brought back to surgery again for a hysterectomy to remove the embedded coil.